Event description:
It was reported that the right atrial (ra) lead was dislodged and had very high capture threshold. The lead was programmed off. Subsequently, the lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).